Event description:
Allegedly revision was identified on the 2008 orthopaedic association (oa) annual report. Reason for revision unk.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Additional info has been requested. This report will be updated when the investigation is complete. This event occurred in a foreign country. This is the same event as 1043534-2009-00306.